Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the header is firmly attached to the device casing with the a-tip and v-tip seal plugs missing, the a-tip washer was bowed upwards. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. Laboratory analysis confirmed the reported clinical observation of the lead stuck in the device header.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure this right atrial (ra) lead could not be removed from the pacemaker. The physician loosened the ra port setscrew once more but the lead remained stuck with the coil and terminal pin stretching as the physician attempted to remove it. The lead was cut with the proximal portion remaining connected to the device and distal segment surgically abandoned. As the patient had chronic atrial fibrillation (af) the physician elected not to replace the ra lead and completed the procedure with the implant of a competitor device. No adverse patient effects were reported.